Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported failure. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone17.5 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that patient received insulin when their blood glucose levels were in the 60s range (mg/dl). The patient's mother reported that the pod kept giving her son more and more doses every 5 minutes, even though he was already low. Medical attention was not required. To treat the low blood glucose levels, the patient switched the system to manual mode.